Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with an inset teflon 6 mm 23 inch infusion set, with a noted peak to 300 mg/dl and subsequent improvement to 145 mg/dl after a recent factory reset; the caller suspected a bent cannula or scar tissue, but the agent reviewed data showing a low earlier that morning and assessed the infusion site and pump as functioning. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or medical intervention, and the user was advised to monitor and call back if issues recur. Investigation included review of available device data and user report. Investigation of this case revealed no device malfunction and suggested expected adaptive insulin dosing behavior post-reset, with infusion site function deemed acceptable. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.